Event description:
No additional information has been provided.

Manufacturer narrative:
The distal locking screw has not been returned for in person investigation. This investigation was performed based on the provided x-ray. Moderate hypertrophy was visible in the provided x-ray image. An increase in the thickness of the outer layer of bone (cortex) is clear on the x-ray, therefore, the mild hypertrophy has been confirmed.

Event description:
No additional information was provided.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.

Event description:
Information was received that a patient treated with an intermedullary nail in the right femur was observed to have grade 2, moderate cortical hypertrophy at the distal locking bolts at 26 months postoperatively. There is no additional information available.